Manufacturer narrative:
Alleged failure: acl femoral guide wire 2.4mm eyeloop drill 18" was used in acl case for dr. (B)(6) on (B)(6) 2019. The eyeloop drill broke during the procedure & left the tip of femoral drill inside the bone. An x-ray was taken immediately to confirm the positioning of broken piece. There is procedure delay for around 20-30 minutes, ie.. Moving x-ray machine , screening and locating the broken piece¿..no x-ray screen shot is available for investigation due to confidential issues. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the tip broke and remained in the bone.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke and remained in the bone.